Event description:
It was reported that during a case, the unit became too powerful and there was an intra-articular caloric excess. It was further reported that this led to an internal burn in the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.